Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was alleged that there were no sounds. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2017 with the following findings: a review of the pump settings found the temp-basal sound was set to off and all other sound features were set to high. The audible alarm was found inoperable during testing. The pump cover was removed to find the piezo contacts were misaligned.